Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/14/2016. The fse found disconnected waste tubing from the bottom of the differential, diff, chamber. He reconnected the tubing and the instrument ran without any leaks and non-numeric results. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer observed a fluid leak of 5 cc from a coulter lh 750 hematology analyzer while processing samples. The leak was not contained within the instrument and non-numeric hemoglogin, hgb, mean corpuscular hemoglobin, mch, differential, diff, results were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.